Event description:
Reportedly, the patient complained of palpitations after a border control procedure in hungary. During the follow-up, the pacemaker was found with a basic rate of 70 min-1, while a 50 min-1 basic rate was previously programmed. The pacemaker paces and senses in unipolar mode.

Manufacturer narrative:
Preliminary analysis results confirmed the reported switch in standby mode. It was most probably due to a single event upset (seu). The device was properly re-initialized during the follow-up performed on (B)(6) 2019 and its normal functioning was restored.

Event description:
Reportedly, the patient complained of palpitations after a border control procedure in (B)(6). During the follow-up, the pacemaker was found with a basic rate of 70 min-1, while a 50 min-1 basic rate was previously programmed. The pacemaker paces and senses in unipolar mode.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient complained of palpitations after a border control procedure in hungary. During the follow-up, the pacemaker was found with a basic rate of 70 min-1, while a 50 min-1 basic rate was previously programmed. The pacemaker paces and senses in unipolar mode.